Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of the right ventricular (rv) channel. This lead was tested with provocative maneuvers with noise unable to be reproduced. The automatic gain control was increased to mitigate further oversensing. This lead remains in service. No adverse patient effects were reported.